Manufacturer narrative:
The insulin pump was monitored for several days and no blank display noted. No unexpected black ring anomalies noted. The insulin pump was received with normal operating currents. No damage found on the lcd isolation tape noted. The insulin pump passed displacement test, self test and passed off no power test. The insulin pump had minor scratched lcd window, scratched reservoir tube window, broken battery tube threads, cracked reservoir tube lip and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of a blank display from the insulin pump. The customer stated that the screen went blank and the pump asked to restart the time and date. The customer stated that the pump still had a blank display after a battery change. The customer will be sent a replacement pump.